Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that on (B)(6) 2010 the patient almost died; all her organs shut down; ¿everything shut down¿everything came to a squeaking halt.¿ the patient had no brain activity, and had severe swelling in her brain. The patient also had a seizure that day. She was on a ventilator for 12 days, and the healthcare provider (hcp) stated she was not going to live. The patient went to her pump hcp two weeks prior to that and they gave her morphine. The patient stated she did not use 2 weeks-worth of morphine when she had a seizure and almost died. Since the patient¿s organs shut down, it affected her bladder, and had been having bladder problems. Her bladder was not emptying out; she had to go to the bathroom a lot. As of the date of the report, with the patient¿s new pump, the patient reported that she was a ¿miracle,¿ and that she did not need the therapy anymore.